Manufacturer narrative:
(B)(4)

Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6)2010. The patient was asymptomatic. The pump was replaced on (B)(6)2010. The pump delivered morphine. The pump will be returned to medtronic for analysis.